Event description:
It was reported that during a gastrectomy procedure, the clip was malformed and jumped when feeding into the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.